Event description:
The customer stated that one patient sample generated discrepant results for the architect cea assay. An initial result of 9.46 ng/ml was repeated at 3.21 ng/ml and at 8.16 ng/ml. The customer believes the result of 8.16 ng/ml is the correct result. All results were reported out of the lab with no impact to patient management reported.

Manufacturer narrative:
(B)(4). This report has been filed for an international product that has a similar product distributed in the us (B)(4).an investigation is in process. A final report will be submitted when the investigation is complete.